Event description:
It was reported that during a procedure of the mildly calcified and mildly tortuous lesion in the distal left anterior descending artery, the multi-link mini vision stent delivery system (sds) could not cross the lesion. The patient was treated satisfactorily with a 2.5 x 26 mm non-abbott stent. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided. Return device analysis revealed the hypotube shaft was separated.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. The reported failure to cross could not be replicated in a testing environment as it was based on operational circumstances; however, the hypotube shaft was separated. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.